Event description:
It was reported that the patient's first device worked beautifully. The second device never worked properly. No interventions or outcome was reported regarding this event. Further follow-up is being conducted. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l55018, implanted: (B)(6) 1998, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3487a, lot# l55018, implanted: (B)(6) 1998, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. (B)(4).